Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior physical visual inspection was performed and passed. Test transmitter voltage was performed and failed. A review of the share logs was performed and loss of connection was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of loss of connection is reportable based on loss of connection within the incident date. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer. G6: report type ¿ updated/follow-up. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: event problem and evaluation codes - additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.